Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed. The complaint was confirmed. The pcba reveals a soldering anomaly; the battery leads and the plastic support were not soldered onto the pcb.

Event description:
It was reported that the patient had difficulty communicating the ipg to the remote control (rc) four days after the implant procedure. There was no electrocautery used during the said procedure. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
It was reported that the patient had difficulty communicating the ipg to the remote control (rc) four days after the implant procedure. There was no electrocautery used during the said procedure. The patient underwent an ipg replacement procedure and was doing well post-operatively.